Event description:
The lab reported that this abutment screw fractured while the dentist was trying to place the abutment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The abutment was returned along with a gold screw, stone models with a placed analog, and a crown. The fractured screw was confirmed. The abutment/crown was seated into the analog. The abutment fit appropriately on the analog and model and screw was able to be hand tightened. There was no contact between the abutment and the stone model. The device history record for the screw and for the abutment was reviewed. There were no manufacturing deviations identified which would result in or contribute to this complaint. A definitive cause could not be determined. (B)(4).